Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable flooding, image capture flooding, and a cracked connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the disconnected coupler and cracked connector could not be determined. Regarding the flooding, it was likely that the water flooded from the damaged part of the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device coupler came off. There were no reports of patient harm.